Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. A philips technician confirmed the failure, and resolved the reported issue by replacing the ECG leads trunk cable.